Event description:
The customer alleged that the device was not delivering adequate volumes; device was set to deliver 850ml, but measured 600ml. The service technician inspected the device and could not duplicate the alleged event. The unit passed extended testing. No parts were placed. It is not verified that device delivered inadequate volumes, and no malfunction may have occurred. This report is not an admission by that this device caused or contributed to the event alleged in this report.